Manufacturer narrative:
It was reported that during a thyroid procedure, an arc was seen coming from the cautery device. The surgeon denied any contact with a metal instrument. A small slightly charred mark was seen on the pt's neck and the clinician reported that it wiped off. No serious injury resulted and no medical or surgical intervention was provided. The sample was not retained for eval. As a result, we have not confirmed the issue or determined a root cause. It is not known if the tip was adequately seated on the cautery device. It is not known what this 'charred mark' was that wiped off during the procedure. We have no trend for this issue with this device.

Event description:
During a surgical procedure, an arc was noted coming from the cautery device.